Event description:
Information received by medtronic indicated that the customer reported the pump error 82. Troubleshooting was performed and the customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
Sw version 6.5w retainer ring = black case type = ngp customer returned pump for an alleged pump error 82 alarm found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history file on (B)(6) 2023 at 16:19:22.00 due to a consequence of pump error 81 caused by a pulse duration corruption and the power was not granted to the motor during a period of 500ms. Pump error 81 was confirmed on the history file on (B)(6) 2023 at 16:19:22.00 due to a race condition causing a corruption of the melody pattern. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found corroded home switch and evidence of moisture on pcba 2 and the force sensor. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Unable to confirm pump error 82 for software anomaly due to insufficient data in the detail trace file (B)(6) 2023 at 04:13:01.00, problem isolated to the electronic assemblies. Pump error 81 was confirmed due to a software error anomaly. Pump exposed to moisture confirmed on pcba 2 and the force sensor. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.